Manufacturer narrative:
Unit received with blank display, problem isolated to liquid crystal screen board. Unable to perform operating basic occlusion test, occlusion test, prime/compromised force sensor alert test, excessive no delivery test or verify no delivery and motor error alarm due to blank display. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 92 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.